Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total knee arthroplasty approximately 18 years ago with an orthopedic salvage system. Subsequently, patient was revised on (B)(6) 2015 due to pain. During the procedure, it was noted that the tibial bearing fractured. The hinge components and tibial bearing were removed and replaced. It was also noted that osteolysis was discovered and as a result the surgeon debrided the area and filled it in with antibiotic laced bone cement.

Event description:
It was reported that patient underwent a right total knee arthroplasty approximately 18 years ago with an orthopedic salvage system. Subsequently, patient was revised on (B)(6) 2015 due to pain. During the procedure, it was noted that the tibial bearing fractured. The hinge components and tibial bearing were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.